Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer administered a corrective injection via multiple daily injections and did not require third-party assistance. Technical support advised resetting the pump, which the customer was assisted with, and the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support if any issues reoccurred.